Manufacturer narrative:
On 22-sept-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral grade I capsular contracture. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction, the relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: to reduce the breast size. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient underwent bilateral removal without replacement on (B)(6) 2021 to reduce the size of her breasts. Upon explantation, the bilateral rupture was observed. This report is for the left-sided prosthesis.